Manufacturer narrative:
H3: product analysis as found condition (condition of returned device): the concerto device was returned for analysis within a shipping box, within an opened concerto device (lot-b670039), alongside the introducer sheath and the dispenser coil. Visual inspection/damage location details: the concerto device was returned unsheathed. The introducer sheath was found to be in good condition. The pushwire was found returned damaged (knotted). The concerto implant coil was found to be broken off and not returned; in addition, the shield coil was found to be damaged. No other anomalies were observed. Testing/analysis (including sem reports): the concerto device was unable to be resheath. No other testing was able to be performed. Conclusion: based on the device analysis and the reported information, the customer¿s report of ¿coil resistance/stuck in catheter¿ was unable to be confirmed; however, the event could not be ruled out. The concerto device was returned damaged; however, the damage found with the concerto device was determined to be caused by the operator. The concerto device was returned knotted up; therefore, the damage caused from the reported resistance was unable to be confirmed and not root cause for the ¿coil resistance/stuck in catheter¿ was able to be determined. It is unknown whether the catheter used was a medtronic product, and the catheter model and lot number were not available. The device and any accessories were prepared as indicated in the instructions for use (IFU) in addition, a continuously flushed throughout the procedure was reported. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the concerto coil was being used as per the instructions for use (IFU) but the coil got stuck within the microcatheter. A new medtronic device was used to finish the procedure. The device and any accessories were prepared as indicated in the instructions for use (IFU). There were no patient symptoms or complications associated with this event. Additional information was received. No causes or contributing factors for the resistance were identified. The lesion characteristics, vessel tortuosity, location of resistance within the catheter, whether the coil exited the introducer sheath smoothly, and whether any kink or damage was observed to the coil or catheter after removal were all unknown. The catheter was continuously flushed throughout the procedure. The procedure was completed using a new medtronic product. It is unknown whether the catheter used was a medtronic product, and the catheter model and lot number were not available.